Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found.

Manufacturer narrative:
This model number is not approved for distribution in the u.s., however, it is similar to a device marketed in the u.s. The event occurred outside the us and is being reported due to an alleged malfunction. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that there was no stored data available (impedances, r-waves and so on) observed during patient follow up. All tests were made and the measurements were within normal range. Analysis of the device data showed that device detections were turned off. When detection is turned off the device does not provide therapies or records episodes. The therapies/detection were programmed back on and the implantable cardioverter defibrillator (ICD) remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.